Event description:
Physician (surgeon) was using device to resect bowel. When finished, he detached device and noted leaking of the bowel and felt very strongly that the device had malfunctioned. He needed to use another device to close the bowel. No untoward effects were noted regarding the patient's care after the completion of the surgery.